Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Unable to download history files and traces using thump or carelink upload due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded pcba 1, moisture damage at the pcba 2 and corroded keypad flex. No damage noted on the force sensor and motor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump did not have a battery installed when received. The pump was received without the original battery cap. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and a dented retainer ring. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event dates 25-jan-2025 and 16-jan-2025 due to no data available in the pump history file due to flashing medtronic logo. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event dates 25-jan-2025 and 16-jan-2025 in the pump history file due to flashing medtronic logo. Unable to perform the functional test due to flashing medtronic logo. Unable to confirm alleged dka/high bgs. Flashing medtronic logo was confirmed during analysis due to moisture damage at the pcba 2. Pump failed to download history files/traces and carelink upload flashing medtronic logo. Unable to upload/download confirmed. Damage-retainer ring damage confirmed (during visual inspection, found a dented retainer ring). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a flashing medtronic logo on the screen that was not a single flash. Troubleshooting was performed but the issue was not resolved. The customer was hospitalized due to diabetic ketoacidosis (dka) before this event. The event involved product(s) mmt-1884l. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned.